Event description:
The ge oec fluoroscopy sys displayed a low ma error code during a procedure. The procedure was completed without incident.

Manufacturer narrative:
A ge oec svc rep investigated the issue and traced the malfunction to the high voltage supply regulator that was removed and replaced. The system was re-calibrated. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.